Manufacturer narrative:
The lens was received and inspected under 10 x magnification. It displayed an opaque dry material on the surface of the optic, easily removed with an instrument. The lens material under the layer of material is clear and shows no defects. Apart from some minor spots probably caused by the yag laser. Batch records were reviewed and showed no deviations. The cause of this event is undeterminable, but does not appear to be mfg related. Product met all criteria prior to release. The cause of this incident is undeterminable.

Event description:
The account reports the pt had cataract surgery and lens implant several years ago. The pt later developed what appeared to be a posterior capsule opacification and a yag procedure was done to resolve it. The first laser treatment had minimal effect, and a second yag was done. It appeared to the physician that an opacification or calcification had developed on the posterior side of the implant. Iol was removed and replaced.